Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wireless footswitch was not working. According to the additional information collected, this case was logged on the incorrect system and the issue reported did not occur on the current system. The case 0122332199 (tw pr# 3886743) was created on the correct equipment, and as such it was attended to on the field. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the incorrect system and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.